Manufacturer narrative:
Product ID 37752, serial# (B)(4), implanted: 2008 (B)(6); product type recharger product ID 37743, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient product ID 3778-60, serial# (B)(4), implanted: 2008 (B)(6); product type lead. (B)(4).

Event description:
Additional information received reported the manufacturing representative was not sure the patient actually had an MRI.

Event description:
It was reported that the patient had a thoracic MRI back in april and, since then, had ¿difficulty charging¿ their implantable neurostimulator (ins). It was also noted that the patient¿s ins was now in an overdischarge condition. The manufacturer¿s representative was going to meet with the patient next to evaluate their ins system. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.